Event description:
Caller reported issue with incorrect pump time display exceeding five minutes. There was no adverse impact to customer's blood glucose level. Customer was assisted by cts in updating pump time.